Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported by the patient that the right atrial (ra) lead was "cracked" and was "not working as it should be." During the lead extraction procedure, the patient reported they experienced a "hole in the their heart" and a torn superior vena cava (svc). The patient was sent to the operating room to repair the tear and hole. Follow up for additional information was attempted and unable to be obtained. The lead was removed. No further patient complications have been reported as a result of this event.